Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, while gaining access to the coronary sinus, a small perforation occurred. The perforation was confirmed through an echocardiogram. While a small pericardial effusion occurred, no pericardiocentesis was required. The physician elected to complete the procedure without implanting a left ventricular lead at this time. No additional adverse patient effects were reported.